Event description:
It was reported that the device has no power. The event occurred before infusion. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no physical damage. There was no applicable evidence to review in the event history log. During the functional testing, the customer reported issue was unable to be confirmed. No power up issue was found. The device was found to be displaying error 41786 on power up. The cause of the issue was found to be a faulty microprocessor unit board. The mpu board was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.